Manufacturer narrative:
H6: investigation summary: 3 samples were received and tested by our quality team. The sets were primed and the leak in the smartsite nearest spike was immediately noticed. The customer's complaint of leakage has been verified. There were no quality notifications on this failure to date. A dremel was used and the smartsites were opened to determine if any internal damage could be noticed. No abnormality detected within smartsites. Due to this being a rare failure, the production facilities responsible for the sets' production were contacted for further information on root cause. No findings were available and the root cause remains unknown. A device history record review for model 2426-0500 lot number 20113220 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20113220. It was reported that on 3 occurrences, the alaris tubing leaked at the y-site port. Verbatim: I wanted to alert you of an issue with bd alaris tubing that we found today. It started out as a potential controlled substance event because a patient¿s fentanyl and versed drip leaked onto the floor though the 1st y-site port in the IV tubing. About an hour later during a code, two new sets of IV tubing was primed and also began leaking profusely through the same port.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0500 , batch/ lot #: 20113220. It was reported that on 3 occurrences, the alaris tubing leaked at the y-site port. Verbatim: I wanted to alert you of an issue with bd alaris tubing that we found today. It started out as a potential controlled substance event because a patient¿s fentanyl and versed drip leaked onto the floor though the 1st y-site port in the IV tubing. About an hour later during a code, two new sets of IV tubing was primed and also began leaking profusely through the same port.